Manufacturer narrative:
After reviewing the retained samples, process inspection records, finished product inspection records, production batch records, and the company's design and development documents, no anomalies were found. Subsequently, we will provide training to the qc personnel to increase the sampling intensity and have had multiple phone conversations with the distributor asking them to inform users of the steps in the operating instructions.

Event description:
Faulty safety mechanism.